Event description:
The complainant reported the automated impella controller (aic) does not start up and displays 'system check failed'. The console was therefore replaced. There was no reported patient harm.

Manufacturer narrative:
(H3) the investigation into the reported low pump flow has been completed since the original report was filed. Product was returned for investigation. The failure mode was reproduced in the lab. Firmware check command performed on a test pc showed that the sau_powermod_1 firmware lacked information. The internal pbm circuitry was visually inspected and evidence of corroded copper traces and via of the pbm was observed. The corroded copper vias were in the vicinity of the super capacitors c69 and c70. The data analysis, imc logs confirm the issuance of the system self check failure alarm, following the console was rebooted with numerous powermod_1 communication errors between the pbm and epc. The root cause of the system self check failure was communication errors between the pbm and the epc caused by corrosion of the pbm . The corrosion of the pbm was due to leaking of electrolyte from the super capacitors c69 and c70.